Event description:
It was reported that when the device was used during an unknown procedure, the device would not arm. The case was completed with a same like device. There was no consequence to the patient.